Event description:
User facility medwatch report received that states: description: title xxxxx event desc: the doctor was using a perclose proglide device during an endovascular abdominal aortic aneurysm (aaa) repair. As he was pulling strings to close percutaneous hole, strings pulled out without any tension. The doctor states that the artery then tore and feels that the device was defective. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). The device was reported to be retained by the hospital and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.